Manufacturer narrative:
Device evaluated by MFR: the complaint sample was returned for analysis. The catheter shaft was inspected for any defects and none were found. The balloon was inspected and was found to be burst/ ruptured in the distal-section. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aorta. A 27/7/2/100 equalizer¿ balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the abdominal aorta. A 27/7/2/100 equalizer balloon catheter was advanced for dilatation. However, upon the first inflation, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.